Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimates have been "off" and depleting quicker than expected. The customer's blood glucose levels were not impacted due to these events. Reportedly, the customer's insulin gauge displayed 130 units earlier in the day and currently displayed 50units. During a follow-up, the customer recalled a past event in which the fill estimate decreased from 240 units to 10 units in a day. Tandem technical support (cts) reviewed the pump's logs and found that the fill estimate was decreasing as expected. Cts informed the customer in regards to the correct fill estimates and the customer acknowledged the information.